Event description:
It was reported that the pt came to an appointment to check her ci system, due to a decrease in the quality of her hearing perception. Testing was carried out, which showed 3 short circuits involving 6 electrode channels and channel 12 with status hi. It is assumed that this electrode channel is extracochlear. Electrodes 1, 4, 9, 10 and 11 showed status ok, however, electrodes 1 and 4 have a very low impedance (under 0.70 kohm). Groundpath impedance had an abnormal low value. Coupling and integrity were ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.